Event description:
A 9 month old boy underwent a complex urological procedure involving nephrectomy. Two running sutures, one in the upper abdomen and the other in the lower abdomen, were used for closure of the fascia. Interrupted sutures were used in the umbilical area. Two days postoperatively, the child experienced wound evisceration. This necessitated reoperation, during which the suture in the upper abdomen was noted to be broken, but the knots were intact. The dehisced fascia was reclosed with another suture. Approx five days following this, the child sutures experienced an episode of wound dehiscence in the lower part of the abdomen and was reoperated. During re-exploration, suture was noted to be broken in the strand. The dr then replaced all suture ii and the other sutures with interrupted absorbable sutures. The child spent two days in the intensive care unit, and was descharged on 11/29/96. The pt is doing well at the present time.

Manufacturer narrative:
Report sent to the FDA by the director of risk mgmt on 01-09-97; rec'd at sherwood on 01-27-97. Returned samples were subcutaneously implanted in animals and evaluated fro straight pull break strength at 7 & 14 days. Results were compared to a control sample, also impalnted. Tissue response was monitored. Both lots fell within acceptable limits. No unusual tissue response was noted. Full strength testing was satisfactory. Lot history review was unremarkable. No other complaints have been received against this lot. Co's findings indicate that the suture should have performed satisfactorily under normal conditions of use.